Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that while the pt was at home, the lvad switched from fixed to auto mode and the pt was experiencing fluctuations in pump speed. The pt reportedly became symptomatic and was hospitalized. An echo was performed and there were no issues noted on the inflow and outflow grafts; however, during transplant, it was noted that there was a tear on the inflow valve.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the returned device because it was reprocessed per procedure, as it was returned as a non-complaint lvad three months prior to receipt of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. Two vent filter samples submitted to the manufacturer for analysis in october 2008 and december 2008 showed evidence of possible fluid ingress; however, a direct relationship between these findings and the reported event could not be conclusively determined. Based on the information available and due to the device not being available for analysis, no conclusion can be drawn as to the cause of this event. The attached user facility report was received from the registry. No further info is available at this time. The manufacturer is closing its file on this event.